Manufacturer narrative:
The investigation and the analysis of the affected components have been completed by product distributor service personnel (fse): the cooling unit and the xp4 cooling power connector were damaged. As immediate action, the fse replaced the damaged components (cooling unit and the xp4 cooling power cable). After the replacement, the event has not occurred anymore and the srm worked as expected. The product distributor confirmed that neither the laboratory operators nor the service personnel came in direct contact with the affected components, and that there was no visible fire coming from the module, only smoke. There was no injury associated to the event and the patient sample tubes were not impacted. The root cause was not identified, and it has not been possible to determine if the xp4 cooling power connector was the root cause or a repercussion. However, the issue was a single event with no other occurrence reported from the field.the instrument is performing according to specifications. Neither a further investigation nor a design change is required.

Event description:
The product distributor has notified inpeco that smoke and strong smell were coming from the cooling unit of the storage and retrieval module (srm). The srm stores sample tubes from the automation system in a temperature controlled and protected environment. Neither the laboratory staff nor the service personnel (fse) were injured due to the event. There was no need for the laboratory to be evacuated.